Event description:
Collapsed causing fall.

Manufacturer narrative:
It was reported that "the walker collapsed causing me to fall and opened the wound of the surgery had to go to ER and have emergency surgery to clean out the wound and had to re staple". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.